Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, frequency and route not reported) for peritonitis. The patient recovered from the peritonitis. On an unreported date during hospitalization, the dianeal therapy was discontinued. No additional information is available.